Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the e360 ventilator suddenly made an abnormal noise and generated an alarm indicating a leak. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. A non-covidien service provider inspected the device and observed that the noise was from the filter. The filter was replaced and the problem was solved. Covidien was not authorized to evaluate/repair the device.

Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and observed that the noise was from the filter. The filter was replaced and the problem was solved. Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that, while in use on a patient, the e360 ventilator suddenly made an abnormal noise and generated an alarm indicating a leak. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.